Manufacturer narrative:
The exact date of the event could not be provided. However, the biomedical engineer (biomed) stated that the event occurred sometime 3 months ago from the current date of (B)(6) 2017. Therefore, the event date is selected as (B)(6) 2017. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that approximately 3 months prior to (B)(6) 2017, a fresenius 2008t hemodialysis (hd) machine was removed from service due to a 12 volt alarm issue. During troubleshooting, the biomed observed that the acid and bicarbonate pump cables had burn marks on them. There was no burning smell, smoke, flame, or spark reported. Additional information was solicited but unavailable.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Multiple attempts have been made to obtain status update and no resolution has been received to date. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.